Event description:
The customer reported over voltage protection error. It is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested a service repair. Patient information and repair information were requested from the customer, but no response was received. Further information is pending.

Manufacturer narrative:
Per biomed it was reported that the issue was discovered during testing in the biomed shop. The initial service quote was sent to the customer, but the customer has not responded.